Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a previous pace impedance measurement of greater than 3,000 ohms. Reprogramming was performed to unipolar pacing with bipolar sensing. Technical services (ts) discussed integrity concerns in regard to this patient undergoing a possible magnetic resonance imaging (MRI). This rv lead remains in service. No adverse patient effects were reported.